Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called stating the brush heads come off the brush; the brush heads snap on but vibrate off during use. No injury was reported.